Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had attended the emergency department with hyperglycaemia on (B)(6) 2025. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. Headache was reported as a symptom. The patient stated that they had not been administering a bolus for meals and they were not aware how to provide a correction bolus. The patient was treated with intravenous fluids. The patient was released the same day.